Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, the physician kept aspirating air through the faradrive sheath. They tried to take out the mapping catheter to aspirate and still pulled back continuous air. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been returned and is pending analysis.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, the physician kept aspirating air through the faradrive sheath. They tried to take out the mapping catheter to aspirate and still pulled back continuous air. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been returned and is pending analysis.